Event description:
The facility reported that 2 staff members were present during the incident. The staff members needed a large sling to use on a resident, but could not locate one; they sourced a double extra-large sling and used it for the transfer. They took the leg extension and wrapped it around the hanger bar assembly to account for the slack and in order to make the sling fit the resident's size. They raised the resident and proceeded to transfer them from the bed to a chair. At this point, one side of the sling detached and the resident slipped out of the sling, hitting the right side of her head on the right leg of the lift. The resident suffered a laceration ot the head that required stitches, as well as intercranial bleeding, and was sent to the ER.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjo hospital (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital (B)(4) and any medwatch reports will be submitted under registration # (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.